Event description:
The customer reported several issues, including losing communication with the continuous glucose monitor (cgm), which caused insulin not to be delivered as control-iq uses cgm for delivery. Additionally, there was a problem with the device not always registering that the cartridge had been filled, leading to wasted insulin and delayed delivery. The customer also expressed difficulty with plugging in the charging cord, requiring multiple attempts to ensure charging, and mentioned missing rubber components. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, is currently out of warranty, and is in the process of obtaining a new device.